Event description:
Upon presenting the device for surgery, it was noticed that a secondary size marking on the device was inconsistent with the packaging labeling and primary device marking. The packaging labeling and primary device marking were correct for that device size.